Manufacturer narrative:
Investigation is ongoing. Remains implanted.

Event description:
As reported by a field clinical specialist, a 23mm sapien 3 that was deployed in 2017 in the aortic position now presents with pvl. The team attempted to post-dilate with 22mm and 23mm true post implant on (B)(6) 2022 with no improvement in pvl. The team implanted a 29mm evolut r deeper to seal which resulted in trace pvl.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. The complaint for "post-implantation - paravalvular leak" was unable to be confirmed due to unavailability of medical record and relevant imagery. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. As reported, "a 23mm sapien 3 that was deployed in 2017 in the aortic position now presents with pvl. The team attempted to post-dilate with 22mm and 23mm true post implant on (B)(6) 2022 with no improvement in pvl. The team implanted a 29mm evolut r deeper to seal which resulted in trace pvl." Due to insufficient information, a definitive root cause was unable to be determined. No IFU/labeling/training manual inadequacies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Therefore, no corrective or preventative action nor pra is required at this time.